Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 28mm 10 degree hooded pca insert. Additionally, an exeter femoral head, catalog number 0586-0-028 was reported. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept.

Manufacturer narrative:
An event regarding pain involving a pca liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated that event description cannot be confirmed, need confirmation of clinical problem, op reports and medical records device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain is a known possible adverse outcome of surgery.

Event description:
Patient has pain, revised head and liner.

Event description:
Patient has pain, revised head and liner.